Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism ("estrogen related issues-thyroid, underactive thyroid"), thyroid mass ("thyroid nodule") and breast mass ("breast lump") and were found to have breast cancer ("breast cancer"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, hypothyroidism, breast cancer, thyroid mass and breast mass outcome was unknown. The reporter considered breast cancer, breast mass, hypothyroidism, pelvic pain and thyroid mass to be related to essure. Most recent follow-up information incorporated above includes: on 21-jan-2020: addition of imdrf codes (quality safety evaluation). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism ("estrogen related issues-thyroid, underactive thyroid"), thyroid mass ("thyroid nodule") and breast mass ("breast lump") and were found to have breast cancer ("breast cancer"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, hypothyroidism, breast cancer, thyroid mass and breast mass outcome was unknown. The reporter considered breast cancer, breast mass, hypothyroidism, pelvic pain and thyroid mass to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.